Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the quality control (qc) was in at the time of the event. The customer stated they contacted their nurses to find the correct result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service called. The cse replaced the sample probe and sample dual resolution diluter. The cse reconfigured the sample drd positions. The cse ran water test, resulting within range. The cse ran qc and patients, resulting within range. The cause of the discordant, human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, human chorionic gonadotropin results were obtained on two patient samples on an immulite 2000 instrument. The initial result was not reported out to the physician(s). For sample ID: (B)(6), the customer repeated the same sample on the same immulite 2000 instrument with a x40 dilution, resulting higher, a x100 dilution, resulting higher, a x20 dilution, resulting lower and a x40 dilution, resulting higher. The customer reported out the first repeat result. For sample ID (B)(6), the customer repeated the same sample on the same immulite 200 instrument with a x20 dilution resulting higher, a x40 dilution resulting lower, a x20 dilution resulting higher, a x40 dilution resulting higher and a x40 dilution resulting higher. The customer reported out the last repeat result.